Event description:
Stapling device was used during video assisted thoracoscopy. Device misfired and did not staple tissue. Two additional inserts attempted (two blue inserts and a green loaded/unfired insert presented to biomed). Biomedical contacted company to return device for evaluation.